Event description:
The abbott m2000 system is intended for use in performing nucleic acid testing in clinical laboratories. It is comprised of the abbott m2000sp and abbott m2000rt instruments. The abbott m2000sp instrument is an automated fluid handling system for performing sample preparation for nucleic acid testing. The abbott m2000rt system software is an automated system for performing flouorescence-based pcr that results in quantitative and qualitative detection of nucleic acid sequences. Incorrect realtime hcv calibrator concentration values entered in the abbott m2000sp were transferred to the abbott m2000rt, even though the values were manually corrected before starting sample extraction. The customer was performing a clinical trial and was running a proficiency panel in this run, not patient samples. The customer had lab procedures in place that identified that the calibrator concentration values were incorrect. No results were reported using the calibration run that included incorrect calibrator concentration values.

Manufacturer narrative:
Abbott molecular issued a voluntary recall on december 4, 2012 as a result of the issue described in MDR 3005248192-2012-00025. The FDA (B)(4) district office was notified of the field action (B)(4). The notification letter contained solutions for the customer to follow until an upgrade to the m2000sp software can be installed. Abbott molecular estimates this software version will be available by the end of first quarter 2013.